Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one mf versatack hernia stapler. Visual inspection of the instrument noted no visual abnormalities. The dlu was received fully applied. No damage was noted to the e piece. A test dlu was loaded onto the device. During functional testing, the tacks seated properly, but handle did not retract after firing.  The leaf spring was loose on handle.  The unit was disassembled and it was noted the leaf spring was detached and rolled.  A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. Root cause of the reported condition is due to an excessive amount of adhesive being applied to the spring retainer during the assembly process. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, on (B)(6) 2017, during an open inguinal hernia surgery, the stapler did not fire and the staples did not deploy when the surgeon need to fix the mesh at the end of the surgery. Another device was used to complete the surgery. There was no patient injury noted during this event.